Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.6, lab: 2.2. Date: (B)(6) 2011, inratio: 2.3, lab: 1.9. Tests were performed within an hour both times. Patient self tester is a new user. Reports sometimes having a hard time getting a large enough drop of blood. Strips stored at room temperature although it can reach 90 degrees fahrenheit on hot days and temperatures vary because he lives in a motor home that moves every few months. Caller is using an unknown brand/lancet size. During the correlation study done on (B)(6) 2011, patient noted excessive bleeding from finger when the finger stick was performed; bled for about a half hour. Noted a lot of bruising on arm that blood was drawn for the inr lab test.